Event description:
It was reported that the patient underwent surgery to treat sui on (B)(6) 2005 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, bleeding, and neuromuscular problems. It was reported that the patient underwent hysterectomy on (B)(6) 2012 at (B)(6). It was reported that the patient underwent removal of exposed vaginal mesh on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced pain, erosion, extrusion, urinary and bowel disturbances.

Manufacturer narrative:
(B)(4).